Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a device-related complication occurred. There were no additional patient impacts reported and there are no plans to revise at this time.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Without a product return, no product evaluation is able to be conducted. The lot number and reference number are unknown; therefore the device history records are unable to be reviewed. Original surgery date is also unknown. Only information provided is: information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose other serious device-related complication. Current information is insufficient to permit a valid conclusion about the cause of this event. Investigation is still in progress. Conclusion is not yet available. Product not returned.

Event description:
Mobi-c p&f us : other serious device-related complication. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose other serious device-related complication. No other information provided. Additional information was requested.